Event description:
It was reported that during the trial period, the patient became unresponsive due to an epileptic seizure requiring several days admission in the hospital. It was noted that the patients medical history included seizure, however, it was unknown if the device or procedure contributed to patient experiencing seizure. The patient underwent an early lead pull procedure. The explanted leads were discarded by the medical facility. Additional information was received that the physician decline to provide information on patients situation. No further information could be obtained despite good faith efforts.

Event description:
It was reported that during the trial period, the patient became unresponsive due to an epileptic seizure requiring several days admission in the hospital. It was noted that the patients medical history included seizure, however, it was unknown if the device or procedure contributed to patient experiencing seizure. The patient underwent an early lead pull procedure. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7247424.